Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Patient selection and failure to follow steps/instructions were added to capture use of the starclose se in a calcified artery and a high puncture site. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. Additionally, the warnings section states: do not use the starclose se vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The device was not returned for evaluation. Based on the case information, the reported patient effect appears to be related to use error. The treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the heavily calcified left common femoral artery was attempted using a 6f sheath after a left superficial femoral artery intervention. Reportedly, a high puncture was performed due to heavy calcification of the vessel and the starclose se was used under x-ray. The starclose se device closed the puncture site successfully. There was no reported clinically significant delay in the procedure. However, after 2.5 hours the patient did not feel well and retroperitoneal hematoma was detected. The patient underwent surgery. The patient obtained anesthesia and blood preservation. The patient remains in the intensive care unit. The physician is reportedly trained in the use of the starclose se device. The patient is doing well. No additional information was provided.